Event description:
The patient reportedly experienced blood in the middle ear and mastoid area. The patient is being treated with antibiotics (type unknown). The patient's skin flap is swollen and the use of external equipment is now being evaluated. Advanced bionics is in the process of gathering more information. When more information becomes available advanced bionics will submit a supplemental report.